Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer were hospitalized due to high blood glucose (B)(6) 2019 with blood glucose of 560 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with insulin pump and manual injection, insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer report customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. The insulin pump will not be returned for analysis.